Event description:
The user facility reported that water was leaking from their system 1e units onto the countertop and spilling onto the floor. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician arrived at the facility and could not determine the volume of water that had leaked as it was cleaned prior to his arrival. The technician estimated the water to have come out onto 20 square feet of flooring and 10 square feet of countertop. A slow drip, estimated at a rate of one drip every 5 seconds, was discovered at 3 out of 4 of the uv ports connected to the system 1e units. Upon inspection, the technician found the 90 degree hose fittings loose. The hose fittings were properly tightened, a diagnostic cycle was successfully completed for each processor and the units were put back into operation. The leak is attributed to under-tightening of the uv connections during prior service activity. Steris quality discussed the importance of proper tightening of the system 1e hose connections with the technician.